Manufacturer narrative:
However, unit received stuck in the motor error loop during bolus and basal delivery and e70 error alarm confirmed in the history file. The motor was tested outside the device and passed and the motor may have had an intermittent failure that was not detected during our testing. Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The insulin pump has cracked case at display window corners, display window, reservoir tube, battery tube threads, broken reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose levels of 502 mg/dl. The mother of the customer reported that the customer treated with a manual insulin injection. The mother of the customer also reported a motor error alarm from the insulin pump during a site change. Troubleshooting was done. The customer reported that they were unable to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.